Event description:
It was reported that x-rays were performed before a routine device replacement procedure and a possible anomaly was observed on this right atrial (ra) lead. Interrogation of the device found low-out-of-range pacing impedance measurements of less than 200 ohms. The patient had already been prepped for the surgery, so no lead integrity testing was able to be performed. The procedure went on as planned and no defects were visible on the ra lead. The new device was connected and the procedure was completed successfully. The chronic ra lead measurements with the new device were within normal limits, with a pacing impedance value of about 450 ohms noted. Device data was submitted to technical services for review. No adverse patient effects were reported. The lead remains implanted and in service with the new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This lead remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. However, a review of production records was conducted. This review determined that low-out-of-range pacing impedance measurements are a known inherent risk of implantable leads, as documented in labeling.

Event description:
It was reported that x-rays were performed before a routine device replacement procedure and a possible anomaly was observed on this right atrial (ra) lead. Interrogation of the device found low-out-of-range pacing impedance measurements of less than 200 ohms. The patient had already been prepped for the surgery, so no lead integrity testing was able to be performed. The procedure went on as planned and no defects were visible on the ra lead. The new device was connected and the procedure was completed successfully. The chronic ra lead measurements with the new device were within normal limits, with a pacing impedance value of about 450 ohms noted. Device data was submitted to technical services for review. No adverse patient effects were reported. Data concerning the explanted device and chronic ra lead was submitted. Technical services confirmed the reported low, out-of-range pacing impedance measurements of less than 200 ohms, and the episodes showing noise on the ra electrogram. Technical services recommended evaluating lead values with the current device, and troubleshooting to evaluate the ra lead integrity with patient movements, pocket manipulation, and isometrics to see if the noise or low impedance value could be recreated. At this time, evidence suggests the lead remains implanted and in use.